Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that a revision surgery was performed approximately 5 months post implantation due to fever and infection. It was communicated that the requested medical documentation was not available; however, the surgeon reportedly did not attribute blame to the prosthesis/¿surgeon says the devices were not reportable¿. Reportedly the infection was the root cause of the revision; however, the source of the infection remains unknown. The patient impact beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.¿

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2021, the patient experienced fever and infection. This adverse event was solved by revision surgery on (B)(6) 2021, in which the r3 0 deg xlpe acet lnr 32mm x 52mm was exchanged. Current health status of patient. Is unknown.